Manufacturer narrative:
Follow-up (B)(6) 2016: contact reported customer's carbohydrate ratio and correction factor settings were adjusted and bg levels stabilized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 336 (mg/dl). A pump bolus was administered to treat bg levels. Reportedly, customer was then concerned that bgs were decreasing rapidly; however, bg levels did not drop below target range. Recommendation was made to consult with health care provider to discuss diabetes management.